Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On the event date (B)(6) 2022. Customer returned insulin pump for an alleged the buttons do not work. Unable to perform self test and displacement test due to no button response. Insulin pump received with corroded keypad traces. The insulin pump was cut open to perform visual inspection and no moisture damage or component damage found inside the pump. Unable to download insulin pump history due to no button response. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip and cracked battery tube threads. Confirmed no button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 491 mg/dl. Customer reported there was crack on on battery compartment and water enter inside the insulin pump from the crack and keyboard did not work. Customer reported damage to drive support cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. The customer will discontinue to use the device.